Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that transmitter failed error occurred. The patient went into diabetic ketoacidosis (dka) with ketones of 6.2 and blood glucose of 38 mmol/l. She was put on a potassium drip, had constant monitoring for ketones, and had her insulin regimen adjusted. At the time of the report she was discharged and improved but was drowsy. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. No product was provided for evaluation. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).